Event description:
It was reported that the fx minirail became stuck in the pt, and upon retracting, the shaft separated. The shaft was successflly snared from the pt. No pt effects were reported. No additional info was available.